Event description:
The dentist reported separating a file in the patient's tooth during a dental procedure. The patient was referred to an endodontist for further treatment. The dentist reported that the endodontist was unable to retrieve the file and elected to fill around the file to complete the prcedure. There was not report of injury to the patient.